Event description:
It was reported that an implanted pacemaker was upgraded to a bi-ventricular defibrillator. Placement of a left ventricular lead was not possible due to an occluded coronary sinus vein. The lead was removed and returned. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the analysis found no anomalies. All conductors on the lead had blood / body fluid throughout the lead. The lead was stretched. The full lead was returned for analysis.